Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing discoloration event on 28-feb-2026. The infusion set was in use for less than an hour. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.